Event description:
During preventative maintenance of the device, the representative reported pixels on the display of the roller pump were burnt. Control of the pump remained available through the central control monitor as well as local controls of the roller pump. Since the event took place during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.